Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was very high. His blood glucose meter read hi, and after changing his infusion set and administering a 8.3-unit bolus his blood glucose dropped to 505 mg/dl. Troubleshooting was declined; the customer blames the high blood glucose on the temperature of his insulin. The insulin pump was not returned for analysis.